Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable pump for non-malignant pain. It was reported on (B)(6) 2017 that the patient was not healing in the pump pocket and that infection and nutrition were factors that may have led or contributed to the issue. At a follow-up visit on (B)(6) 2017 the physician decided that it was best interest of the patient to explant. It was noted that the pump system was controlling pain but that healing was the issue. The pump and catheter were completely explanted and not replaced on (B)(6) 2017 and would not be returned as they were discarded. At the time of the report the issue was resolved and the patient status was ¿alive ¿ no injury¿ (note this is conflicting with the report of the healing issue and infection). The patient medical history was asked and would not be made available due to a legal/confidential reason. The patient weight was asked and would not be made available due to a legal/confidential reason. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. No further complications were reported or anticipated.